Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Post procedural complication is a known complication of a peg- j tube placement. Aspiration pneumonia was suspected; it was not confirmed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025, the patient was discharged home with palliative treatment. On (B)(6) 2025, the patient died at home. The cause of death was unknown, the wife reported that an autopsy will not be performed. The physician suspected the patient may have had aspiration pneumonia, no diagnostic imaging was performed to confirm the diagnosis. The final cause of death was not known. Therefore, out of abundance of caution due to the patient passing away 10 days after the tubing placement, abbvie is conservatively reporting the event.